Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. It was reported that the pump was not able to perform the prime step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2014 with the following findings: a review of the pump¿s black box history showed no activity related to the complaint was found. During testing, the pump powered to the ¿verify¿ screen in accordance with normal operation. The pump¿s audio tones and vibrations functioned appropriately. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. There was no evidence of hypersensitive or stuck keys observed on the keypad. The force sensor calibration reading was found to be within the required specifications. The complaint that the pump was not able to perform the prime step was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.